Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had absense of no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was advised to program a 1.0 unit fixed prime until insulin is visible at the end of tubing. The customer was instructed to clamp tubing 1 inch from the site end of the infusion set. The customer was assisted in performing high pressure test. The customer stated that the device did alarm in 5.0 units. The customer insulin pump passed high pressure test.